Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol CAPA (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to the procedure, there was a cut in the pigtail. It was further noted that there was a tear starting from the sideport all the way through the end of the ureteral stent. The customer used another device to complete the procedure and no patient harms were reported.